Event description:
The hosp reported that towards the end of an endoscopic vein harvesting procedure, the trocar burst on the vasoview 6 pro. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25103201, 25104266 and 25104482, the last 3 lots shipped to the account prior to the aware date. There were no nonconformances recorded in the lot history. (B)(4).